Manufacturer narrative:
**Corrected data in sections b5 and e1** investigation x-inspect returned samples *analysis and findings distribution history the complaint product was purchased from reda instrumente - gmbh. Manufacturing record review manufacturing record review not applicable to this product. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the a2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product es-lngr was returned. Visual evaluation visual examination of the complaint product revealed physical damage. Functional evaluation complaint product was functionally evaluated for investigation and found not to function properly. Complaint product was forwarded to supplier instrumente - gmbh under scar# ((B)(4)). Root cause no definitive root cause for this issue could be reliably determined at this time. *correction and/or corrective action / *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
(B)(4). *what are the details of the complaint? Is there anything else? Device came apart. *how is patient today? Na. *was there any additional medical attention? Na. *what procedure was the physician performing? Na. *did the physician perform any extra step to complete the procedure? Na. 1216677-2021-00140. Spoon forceps long serrat es-lngr (B)(4).

Manufacturer narrative:
The reported condition is being investigated.

Event description:
Device came apart. Spoon forceps long serrat es-lngr e-complaint- (B)(4).